Event description:
It was reported that patient was suffering from an infection. In turn, surgical intervention was undertaken wherein the entire system was explanted. Reportedly, patient's infection has resolved following explant.